Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 10 states, "fretting and crevice corrosion can occur at interfaces between components." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-04052 / 04054).

Event description:
It was reported that patient underwent an initial hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2014, due to metallosis, fluid, and damage to muscle. Surgeon could not remove the head from the stem as they were cold welded. As a result, a delay over thirty (30) minutes was experienced.